Manufacturer narrative:
Cmpl-(B)(6).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to "contact tech support" displaying on the receiver screen. Pictures were taken. A receiver boot test was performed and failed due to "contact tech support" displaying on the receiver screen. Functional tests were not performed due to "contact tech support" displaying on the receiver screen. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.